Manufacturer narrative:
E1 initial reporter facility name: (B)(6). B2 date of death: earliest possible date of death was used. Exact date remains unknown.

Event description:
It was reported that the device detached and the patient died. The patient presented with coronary artery disease. During percutaneous intervention, a 182cm choice guidewire was advanced and the tip of the guidewire broke off in the circumflex artery. Instead of removing the 6mm device fragment, the physician decided to press a portion of the guidewire tip to the vessel wall using a stent. The entire length of the device fragment could not be stented to the vessel wall. The patient remained stable during the procedure. The following day, diagnostic coronary angiography revealed that the lumen of the artery was normal, blood flow was not limited. The patient was transferred to another hospital for additional intervention. Two additional stents were deployed in the circumflex pressing the remainder of the guidewire tip against the vessel wall. Thrombosis then occurred resulting in the death of the patient.